Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that there was an issue with the bd vacutainer® barricor¿ tube stopper. No serious injury or medical intervention.

Manufacturer narrative:
Correction: initial MDR gives the date of event as unknown. The date received by manufacturer has been used for this field. The correct date of event is (B)(6) 2017. The same event also occurred on (B)(6) 2017.